Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the treatment for the peritonitis were not reported. The outcome of the peritonitis was unknown. No further information was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing. At the time of this report, pd catheter removal was being considered, however, the patient had no other dialysis access (no further detail was provided). On an unreported date, the patient¿s home environment and aseptic technique was reviewed and suggestions were made (unspecified) to the patient to reduce the risk of another episode of peritonitis. No additional information is available.